Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received button error alarm and the buttons would not work. The customer reported that they received unexpected restart alarm after changing the battery and the insulin pump froze again. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer stated that they were unable to clear the alarm. The customer stated that the unexpected restart alarm was recurring during normal use. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, unable to verify a21 alarm or perform the self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. No button error alarm noted. No frozen screen noted. The insulin pump passed stop current test. No damage was found on the interface board noted. The insulin pump had cracked case at the display window corner, reservoir tube lip, minor scratched and cracked display window.